Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown with blood glucose of unknown. The customer's current blood glucose is 380 mg/dl. Troubleshooting was done for high blood glucose and under delivery. Customer had heart attack while in the hospital. The customer was wearing the insulin pump during the hospitalization. Customer also states that they experienced low blood glucose. Customer reported that insulin pump had hardware low level failure alarm. Customer was able to clear the alarm. Customer was assisted with self test but it was not passed. Based on customer report, customer does not allege pump was under delivering. The insulin pump will be returned for analysis.